Event description:
It was reported that a revision was performed due to a loose tibia.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however several of the insert's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The tibial base's attributes were within specification. A visual inspection performed by the research and development team showed a minimal amount of bone on-growth on the inferior surface of the tibia base. Burnishing was noted on the tibia base, which is an indication of motion between the tibia base and the tibia. Deformation on the posterior side of the post was noted, which is indicative of normal wear on the poly insert. The reason for the loosening of the tibia base could not be determined from the information provided. Safety affairs we will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Manufacturer narrative:
.